Event description:
This lead has no known implant date. The lead was explanted on (B)(6)2013 due to elevated capture threshold. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).